Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported that they were placing a bravo capsule and while the doctor was removing the delivery system, he noticed that the capsule failed to attach. They captured the capsule and placed another capsule successfully.